Event description:
It was reported that two mcl20's were used during a lung resection. It was reported by the affiliate that the grip of the first instrument was squeezed and the clip would not feed into the jaws. The second device had the clips falling off the vessel. As per rep, either the vessel was too large and a small clip was used on it or the clamping mechanism at the tip of the jaws was not closing properly and not getting a good tight squeeze of the clip on the vessel. There was no consequence to the pt.